Manufacturer narrative:
D4: lot number updated from unknown to 0022150667 d4: expiration date updated from unknown to 05/21/2020 d4: unique identifier (UDI) # updated from unknown to (B)(4) h4: device manufacture date updated from unknown to 05/22/2018.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.